Event description:
According to the reporter, during an open maxillofacial, the thread broke. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted on the photos that the needle was observed to be parked in one of the retainers. The suture was observed to be broken near the swage of the parked needle, and suture material was protruding from the swage. The suture end not attached appeared to be wound within the retainer. The visual inspection of the returned product noted one partial suture and a needle. The suture was returned broken. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur when the tensile strength of the suture may be affected by damage during use after the product has been opened and may impact the validity of any test results. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture, contributing to a loss in tensile strength. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.